Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The physician was notified that the patient's implantable cardioverter defibrillator (ICD) had triggered an alert for "number of shocks delivered in an episode." It was further indicated that the device had mis-detected the atrial fibrillation with rapid ventricular response (af w/rvr) as a ventricular fibrillation (vf) episode and inappropriately delivered therapy. The patient was admitted to the hospital for beta blocker loading and no device reprogramming was completed at this time. The device remains in use. No further patient complications have been reported as a result of this event.